Event description:
A user of the premier pro 6380 stethoscope suffered a scratched ear when using the device. It was reported that the ear pieces (tips) on the ear tube became loose and allowed ends of the tube to scratch the ear. It was reported to s2s global that the user went to the injury clinic and the clinic confirmed an ear abrasion. There was no report of damage to the ear drum. S2s global followed up with the account that reported the incident on (B)(6) 2016 and on december 20, 2016 (B)(6) responded that the patient had fully recovered and that there was no further examination of the patient other than the initial assessment. We are not able to confirm the user suffering a punctured ear drum.